Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 previously reported events are included in this follow-up record. Product return status: 4 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. - 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 3 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.